Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The change in orientation had been confirmed by x-ray. The patient had also undergone a computed tomography angiography (cta) with no pathological findings. The patient was asymptomatic, with low flow alarms only. The low flow alarms resolved with the software upgrade.

Manufacturer narrative:
Section e1: reporter email was not available manufacturer's investigation conclusion: the reported pump malposition could not be confirmed. The reported low flow alarms were confirmed based on an abbott representative's onsite evaluation. A specific cause for the alarms as well as a direct correlation between the alarms and the reported malposition of the pump could not be conclusively determined through this evaluation. The patient¿s system controllers were updated on 04feb2025. This upgrade adjusts the patient¿s low flow threshold to 2.0 lpm. The patient and the clinical staff were given copies of the low flow alarm guidelines. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). No further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms due to left ventricular remodulation and inflow cannula orientation change. The hospital requested to decrease the flow alarm to 2.0 lpm to avoid increased stress to patient and relatives. The low flow alarm threshold was made 2.0 lpm.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.